Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they did not hear any beeps and insulin pump was neither beeping nor vibrating currently. The customer¿s blood glucose was 315 mg/dl at the time of incident. The customer state that insulin pump did not beep during the tone test. The customer also state that it passed the test but they cannot hear difference from the beep when customer was in the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, current test and self test. Device received with stripped battery cap(p) coin slot.